Event description:
The physician reports being unable to properly position/center the crystalens intraoperatively. No lens damage reported, cause of lens positioning issue unknown. Intervention was performed in order to enlarge the original incision and remove and replace the lens. A different lens model was implanted successfully.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.